Event description:
Device malfunction: failure to deploy/difficult to remove/failure to retract. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose a-t device attempted femoral arteriotomy closure after an interventional procedure. The report indicates the suture did not present and the foot did not retract resulting in a difficult to remove device. Clarification of the event was requested; however, additional specific info was not received. Hemostasis was achieved with manual compression. There was no adverse pt sequela. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.